Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of the 6f exoseal vascular closure device did not turn black. There was no reported patient injury. The device will be returned for evaluation.